Event description:
It was reported that during a procedure, two sealer/divider did not cut and did not complete the cut action after energy was applied. Another device was used to complete the procedure. Nothing fell on patient's cavity and there were no additional interventions performed due to the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found one of the handpieces had tip of jaw a damaged. Pieces of the overmold are missing.

Manufacturer narrative:
D10 concomitant products: lxmj37s, maryland xp inline sealer/divider 37 cm (lot #: 60070236x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.